Event description:
Customer reported one employee received conflicting results. The initial result was sars positive and upon repeat the same day it was negative. No additional confirmatory testing was performed. The employee was asymptomatic (off-label use) at the time.

Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Ts identified some procedural errors during troubleshooting that may have contributed to the conflicting results. Root cause: cannot duplicate with retains. Source: phone.